Event description:
It was reported that an aspiration failure occurred. The target lesion was located in the superficial femoral artery of the left lower extremity. The artery had been treated for arterial occlusion with 5-150 stents in the right superficial thigh 1 year ago, and rest pain was found again 3 months ago with a limp of 100 meters. Volume reduction and drug-coated balloon procedure was performed, then the 2.1mm jetstream xc atherectomy catheter was used. The cut head was closed, and the forward withdrawal was normal. The cut head was opened, and the forward cutting aspiration was normal. During the aspiration process, a little liquid was found to flow out intermittently. It was taken out of the body to wash and aspirate normal saline. It was found that the liquid reflux was abnormal. In order to reduce the risk of distal embolism, a new catheter of the same model was replaced, and the procedure was successfully completed. The patient condition following procedure was stable.

Event description:
It was reported that an aspiration failure occurred. The target lesion was located in the superficial femoral artery of the left lower extremity. The artery had been treated for arterial occlusion with 5-150 stents in the right superficial thigh 1 year ago, and rest pain was found again 3 months ago with a limp of 100 meters. Volume reduction and drug-coated balloon procedure was performed, then the 2.1mm jetstream xc atherectomy catheter was used. The cut head was closed, and the forward withdrawal was normal. The cut head was opened, and the forward cutting aspiration was normal. During the aspiration process, a little liquid was found to flow out intermittently. It was taken out of the body to wash and aspirate normal saline. It was found that the liquid reflux was abnormal. In order to reduce the risk of distal embolism, a new catheter of the same model was replaced, and the procedure was successfully completed. The patient condition following procedure was stable.

Manufacturer narrative:
Device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual and microscopic examination revealed no damages. Functional testing was performed by inserting the device into a jetstream console. The device was able to prime and run as intended. Inspection of the remainder of the device, revealed no damage or irregularities. Product analysis could not confirm the failure to evacuate.